Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 353 mg/dl at the time of the incident. Customer stated that the battery was low and he changed out the battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer reported that he did not have a back-up plan. Customer was advised to seek medical attention if he needs to do so.